Event description:
It was reported the unit burned, damaging the user's couch. Our examination of the unit in question revealed no evidence of any malfunction or component defect. There was a large burned area and some nearby wire had been exposed to excessive levels of heat; however, the unit continued to perform according to specifications. It was our conclusion that this unit had been damaged by contact with an external source of ignition.